Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The customer reported via the sales representative that the anchorage screw was allegedly not engaging in the plate. The surgeon changed both the plate and the screw. A second screw would not engage with the plate so the surgeon changed the screw again. Surgery was completed successfully with the 3rd screw and there was an estimated surgical delay of 10 minutes. At the time of intake, product codes and lot numbers were not available.

Event description:
The customer reported via the sales representative that the anchorage screw was allegedly not engaging in the plate. The surgeon changed both the plate and the screw. A second screw would not engage with the plate so the surgeon changed the screw again. Surgery was completed successfully with the 3rd screw and there was an estimated surgical delay of 10 minutes. At the time of intake, product codes and lot numbers were not available.